Event description:
Lead revision (B)(6) 2024 with a st. Jude 2088tc lead. Patient was noted to have non-capture on telemetry during the night. Patient was brought back into the cath lab for revision sunday. Psa numbers were normal <1v, patient was connected to the can and it was noted that thresholds increased to >2v. A new can was hooked up to the lead with good capture thresholds. Rep noted that the lead impedances for the lead were 300-400ohms on friday, sunday the lead impedance was >1200ohms bipolar. Overnight non-capture was noted on telemetry. Rep in route to evaluate the device/lead. Discussed potential lead/header issue. Rep stated that in the cath lab the lead was tested and evaluated for lead/header connection. Discussed possible intermittent lead issue. Rep will do unipolar and bipolar testing with a surface EKG (electrocardiogram).